Event description:
Information received by medtronic indicated that insulin pump had rejecting new batteries. Customer reported that insulin pump had a diminished battery life and motor makes a clicking noise. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black customer returned device for alleged motor anomaly , failed battery test, battery lasts less than expected found on 21-mar-2022. The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self-test, and p-cap locks properly into the reservoir compartment. No motor anomaly noted during testing. Successfully downloaded history files and traces using thus. No motor anomaly was not found in the history files or traces on event date 21-mar-2022. The power management graph had abnormal unloaded voltage (ul vlith), and loaded voltage (loaded vlith). No alarms or alerts noted during testing, however, failed battery alerts confirmed multiple alerts in the device history on (B)(6) 2022 17:59:03 was found in the history files or traces. No low battery alarms or alerts noted during testing, however, confirmed in the device history on (B)(6) 2022 10:49:00, (B)(6) 2022 07:04:00. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Force sensor zero offset is within specification 23.4mv. Motor was tested outside of the device using the ngp system board test. Motor was opened and found dried insulin damage on motor slide. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, label damage, and corroded battery tube. Drive/motor anomaly not confirmed during testing. Failed battery test not confirmed during testing. Device battery lasts less than expected not confirmed during testing or in the power management graph. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.